Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported during patient monitoring in the emergency department, staff was not sure if alarms were generated or not when a patient pulled the ECG leads off their body. The monitor was a standalone monitor on a roll stand without a connection to the pic ix. The patient removed their ECG leads to use the restroom, and the patient was then found responsive in the restroom after a cardiac arrest. Based on discussion with the customer, central monitoring may not be used and customer was unsure if the x3 devices are moved around. An initial review of the alarm review on the x3 with biomed did not reveal any alarms around the timeframe of the event; however, there were too many unknown factors with monitoring set up to reach a conclusion. An onsite follow up will be performed to review the logs, determine monitoring setup, and obtain the patient outcome.

Manufacturer narrative:
Correction: event date a philips field service engineer (fse) evaluated the device and could not confirm the no alarm issue. The patient was found in the bathroom unplugged from the monitor that was standalone and not connected to a pic. Therefore, the logs and configurations did not provide any information. There was no more information provided on the patient or the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.